Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that wire fracture and serious complications occurred. A rotawire was selected for use. During the procedure, it was noted that the rotawire broke inside the patient's body and created serious complications. No further patient complications reported.